Event description:
Additional information received reported that the device was replaced. The pocket was full of clear fluid. It was suspected there was fluid infiltration into the connector block. The system checked okay after replacement.

Event description:
It was reported that while the device is turned on the patient experienced a sensory effect like buzzing or tingling on left side from hand up to head, including into tongue. The kinetra device is located in left chest and the extensions are on left side of neck. The sensations started approximately two weeks ago. The patient noticed the sensory effect and a loss of some therapy. The patient was getting some benefit from stimulation. Additional information received indicated that it was suspected that there was fluid at device header block. The patient was scheduled for exploration of connection and possible replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ extension product ID 748251 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ extension product ID 7436 lot# serial# (B)(4) im planted: 2005-(B)(6) explanted: product typ programmer, patient product ID 3387-40 lot# j0540933v serial# implanted: 2005-(B)(6) explanted: product typ lead product ID 3387-40 lot# j0540933v serial# implanted: 2005-(B)(6) explanted: product typ lead. (B)(4).

Event description:
Additional information received also reported that the patient had a loss of effective stimulation therapy and high impedance levels were observed. It was confirmed that all impedances were normal after the device was replaced and that the patient was receiving good therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.